Event description:
Had a MRI mrcp. Completed and then removed from MRI tube and placed on trolley to remove pt from room. When positioning the trolley by the transport stretcher, the bed portion of the trolley fell through the supporting arms. Pt fell to the floor. Upon inspection, retainment latches where deployed. Company representative to MRI suite to evaluate trolley.